Event description:
Original analysis of the complaint determined that this complaint was associated to exemption e2005015. During the evaluation of the unit in 2006, the reported failure was confirmed. The failure was isolated to the main pcb. This is not associated with z-0664-05. There was no pt harm reported.